Event description:
Approximately ten months and one week post hvad implantation, it was reported that the patient experienced power switching from one port to the other earlier than expected. Both the batteries were replaced and are being returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore it will not be returned. However, the batteries ((B)(4)) are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The batteries ((B)(4) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. The reported event could not be confirmed, however, log file analysis revealed premature power switching the day prior to the reported event date. Analysis of the devices revealed that the device met specifications; the batteries passed visual inspection and functional testing. Base on log file analysis, the most likely root cause of the reported event is a communication error between the controller and batteries. The manufacturer is currently investigating these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.